Event description:
It was further reported that the balloon was removed intact from the patient and the procedure was completed with 3.5mm x 18mm xience prime.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal right coronary artery (rca). The lesion was treated with the implant of an unknown stent. The 8mm x 4.50mm nc quantum apex balloon catheter was advanced for post dilatation. During the first inflation, the nc quantum apex balloon ruptured at 12atms. The device was removed and the procedure was completed with another device. No patient complications were reported and the patient's status is good.